Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for inability to remove lock line and complete clip detachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced into the anatomy and the clip grasped the leaflets. The mr was reduced; however, the lock line failed to floss and could not be removed. The physician deemed it necessary to continue with clip deployment to retrieve the lock line. The actuator knob was turned 8 turns and retracted. It was noted that the clip was secure on both leaflets. An attempt was made to retrieve the lock line; however, the clip opened and inverted and came off both leaflets. The clip remained on the gripper line and was able to be pulled to the tip of the steerable guide catheter (sgc); however, as the clip was in the inverted position, it could not be fully retracted into the sgc. The entire system, with the clip, was pulled to the access site, and was removed via a cut-down procedure. Blood loss occurred during the cut-down procedure and one unit of blood was administered. The mitraclip procedure was aborted and mr remained unchanged at grade 4+. Post procedure, the patient was in stable condition. The patient will return for a second mitraclip procedure at a later date. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported form this lot. The reported patient effects of hemorrhage and mitral regurgitation (mr) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported inability to remove the lock line could not be determined. The reported detachment of the device or device component appears to be due to user technique/procedural circumstance as the user continued the deployment steps post inability to remove the lock line. The reported patient effect of unchanged mitral regurgitation (mr) appears to be due to the reported detachment of device or device component. The reported hemorrhage was a cascading effect of the surgical procedure to remove the device. There is no indication of product quality issue with respect to manufacture, design or labeling.